Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a closed clip partially loaded incorrectly. The rotation tab was bent , and another clip was stuck in the bent rotation tab. The sample appears used as there is biological material present on the device. First, the partially loaded clips were manually removed , and the trigger cycle was completed. It was observed that the next clip was protruding from the channel and fell out. The following clip was out of position in the channel. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The clip was unable to load on the first attempt as the clip was located to the side of the pusher head (distal end of feeder). The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The proximal end of the feeder was slightly bent due to the clip stacking. The sample was received with 10 clips remaining including the partially loaded clips, indicating that 5 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip come out at the upper side" was confirmed based upon the sample received. The sample was returned with its trigger partially engaged and a closed clip partially loaded incorrectly. The rotation tab was bent , and another clip was stuck in the bent rotation tab. Upon functional inspection, the clip was unable to load on the first attempt as the clip was located to the side of the pusher head (distal end of feeder). The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The proximal end of the feeder was slightly bent due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that the clips come out the applier on the upper side of the applier.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73l1800550 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips come out the applier on the upper side of the applier.